Manufacturer narrative:
Initial.

Event description:
It was reported that the pump did not charge despite being placed on the charging pad for several hours, with the indicator light turning green briefly, blinking, and then turning off, and the battery level not increasing. The user was advised to use a compatible wireless charging pad up to 10w and a replacement charger being arranged. Symptoms included no reported adverse health effects. Outcomes included no health impact or hospitalization. Customer care provided troubleshooting over the phone, including trying different outlets and adjusting the cord connection, which did not resolve the issue. Investigation of this case revealed a suspected charger malfunction leading to failure to transfer power to the pump. It was concluded, based on previously established findings for similar reports, that the cause was a defective or malfunctioning charging accessory.